Event description:
It was reported to philips that the host pc was not booting properly, which would prevent the whole system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that host pc was not booting properly. To resolve the issue, fse reseated the cable and board connections and restarted the host pc properly. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.